Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (case# FDA-2015-n-2781-0576, awareness date 14-aug-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube insert) inserted in 2014. Consumer reported that she chose essure for birth control. She was dealing with terrible pains, hair loss, weight gain, longer periods and more. She had no other choice than to take the road of hysterectomy to end this nightmare at (B)(6). Company causality comment: this non-medically confirmed and spontaneous case report refers to an adult female consumer who had essure (fallopian tube occlusion insert) inserted and presented terrible pains. This event, seen as pelvic pain, is serious due medical importance and listed in the reference safety information for essure. Pelvic pain may occur during essure use. In this case, she was dealing with terrible pains among other non-serious events and will have an hysterectomy at (B)(6). Considering event's nature and implied temporal relationship, causality with essure use cannot be excluded. Since intervention will be required, this case is regarded as incident. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Ptc (product technical complaint) was received on 10-sep-2015. Ptc global number: (B)(4). Final assessment since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported lack of efficacy and a quality defect. Company causality comment: this non-medically confirmed and spontaneous case report refers to an adult female consumer who had essure (fallopian tube occlusion insert) inserted and presented terrible pains. This event, seen as pelvic pain, is serious due medical importance and listed in the reference safety information for essure. Pelvic pain may occur during essure use. In this case, she was dealing with terrible pains among other non-serious events and will have an hysterectomy at age of (B)(6). Considering event's nature and implied temporal relationship, causality with essure use cannot be excluded. Since surgical intervention will be required, this case is regarded as incident. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported lack of efficacy and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.